Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled); "choroidal hemorrhage" (hemorrhage). Product problem(s): "system message" (device displays error message). A customer reported a system message occurred during surgery. Hypotony and choroidal hemorrhage occurred. The system was switched out and the case was completed. The procedure was completed one hour after the incident occurred. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).